Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. There was no reported impact to blood glucose. Reportedly, the cartridge was successfully reloaded to address the event and insulin delivery was resumed.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.